Event description:
It was reported that a revision surgery occurred due to a possible allergic reaction and pain.

Manufacturer narrative:
(B) (4). No product was returned for evaluation. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as corrective z-2415/2426-2008. No further action is indicated and zimmer considers the investigation closed. (B) (4).